Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad (tactile changes/unresponsive) issue; over responsive ok button. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow up #1 date submitted: 09/07/2017. Device evaluation: the device was returned to the manufacturer and investigated by product analysis on 08/09/2017 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, the ok button demonstrated intermittent unresponsiveness. Investigation duplicated the complaint. The keypad cover was removed for investigation and revealed a damaged button contact on the ok button. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Follow up #2: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.